Event description:
Attorney advised a patient was implanted in with a volar distal radius plate- right. Reportedly, the surgeon cut the plate prior to implanting it. The plate was removed on an unknown date because the cut edge resulted in tendon irritation.

Manufacturer narrative:
Additional information has been requested. Investigation is on-going. Review of manufacturing records has been requested.